Manufacturer narrative:
B3: day of event unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an air in line alarm. The event occurred during testing.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer reported issue could not be confirmed. The air in line and downstream occlusion tests were performed but the device passed them all. Further investigation identified that the device failed the latch lock test. The lack/lock mechanism and flex sensor were replaced. A performance verification test (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.